Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the nurse was getting a feeding ready to administer and opened the kangaroo extension set stocked at bedside to find it broken in pieces.

Manufacturer narrative:
One device was received for investigation. The device was inspected, and the reported condition was observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on all available information, a definitive root cause could not be determined at this time. A quality alert has been issued to production personnel to raise awareness. We will continue to monitor related reports to determine if additional actions are necessary.